Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on (B)(6) 2014, the patient experienced elevated blood glucose (bg) of 377mg.dl with large ketones. The patient reportedly remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. Troubleshooting revealed that the patient did not receive intended breakfast and lunch boluses on the day of the bg excursion. The reporter noted that the user thought they had programmed boluses for both breakfast and for lunch into the meter, but then found later that 0units was entered. Troubleshooting also revealed that the patient had not been using infusion sets per instructions for use. The reporter noted that the patient had parotitis and was on antibiotics at the time of the alleged bg excursion, and also noted that the patient had a runny nose. Multiple diabetes management factors were found to be contributors in the alleged bg excursion, including dehydration, illness, and change in medication. However, this complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings: a review of the black box indicated data starting on (B)(6) 2015. The data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. An ezbg and an ezcarb bolus were manually calculated and the pump¿s bolus calculations matched the manual calculations. The pump¿s bolus calculation feature was found to be functioning appropriately. Unrelated to the original complaint, investigation revealed that the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.